Manufacturer narrative:
The complaint investigation included a search for similar complaints, in house retained kit testing and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Clinical sensitivity testing was performed for lot 26270fn00. Acceptance criteria were met indicating the lot is performing acceptably. Review of trending reports for the assay did not identify and trends related to the complaint issue. Device history record review of lot 26270fn00 did not show any non-conformances or deviations relating to the complaint issue. Labelling was reviewed which adequately addresses the issue under review. Per product labelling, if the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. In this case the sample was positive when repeated. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag, lot number 26270fn00 was identified.

Event description:
The customer reported (B)(6) alinity I hbsag and alinity I anti-hbc results on one patient being monitored for (B)(6). The results provided were: on (B)(6) 2021, sid (B)(6), hbsag = (B)(6) / anti-hbc = (B)(6). The customer retested the sample, since the results deviated from the patient's historic results, and they were (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid (B)(6). There was no additional patient information provided by the customer due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.